Manufacturer narrative:
UDI: (B)(4). The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed, however the assignable root cause could not be determined. A service history review was performed which determined no non-conformance's were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the speed on the electric pen drive device could not be changed. It was further determined that the device failed pretest for check with test hand switch, after ¿adjusting¿ and check function with test hand switch. It was noted in the service order that the device was not working properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.